Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) = 0.56 / 3.86 mmol/l, another alinity = 0.56 mmol/l (reference range: 0.7-1.10 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
The customer noted the cuvette washer nozzle # 1 was erratically moving and # 5 was high, performed as needed cuvette nozzles cleaning, and checked the alignment of cuvette washer which resolved the customer issue. A review of the alinity c processing module, serial number (B)(6) service history was performed, and no additional discrepant result issues have been reported. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of erratic/discrepant results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer reported a falsely elevated magnesium result generated on the alinity c processing module on a patient that was not reported out of the laboratory. The following results were provided: sid (B)(6) = 0.56 / 3.86 mmol/l, another alinity = 0.56 mmol/l (reference range: 0.7-1.10 mmol/l). No impact to patient management was reported.